Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. It was noted that the advancer knob was locked upon return in a backward position, it was loosened and advanced. The handshake connection of the advancer was inspected and was observed to be kinked. The handshake connection of the catheter was inspected and was observed to be kinked. The sheath of the catheter was inspected and observed to be torn. The coil proximal to the strain relief was observed to be kinked. A guidewire was returned running though the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that the physician attempted to dislodge the burr by inserting a balloon catheter in the right groin; however, due to multiple tugging and pulling, a hematoma developed in the right groin.

Event description:
It was reported that a burr became stuck in the lesion. The target lesion was located in the left anterior descending artery (lad). A 6fr. X 10cm non bsc sheath and a .035x15cm unspecified bsc guidewire were advanced through the left femoral artery to gain access. A 6f non bsc guide catheter and a .014 x 180cm non bsc guidewire were advanced to the proximal lad; however, the guide catheter was unable to engage to the optimal position. The guidewire was replaced with a .035x260cm non bsc guidewire. A 2.5mm x 15mm and a 2.5 x 12mm non bsc balloon catheter were used for dilation. A 2.5mm x 10mm flextome® cutting balloon® was advanced to the proximal lad; however, it was unable to cross the lesion. The balloon was then removed and was replaced with a 2.0mm x 10mm flextome® cutting balloon® which was successfully inflated. An extra support rotawire was then advanced to the proximal lad. A 2.0mm x 15mm otw maverick balloon was inserted and inflated multiple times. The 1.50mm rotalink¿ plus was then selected and advanced to treat the target lesion. Ablation was performed for 10 second at 172,000rpm. The console stalled. It was observed that foot pedal cord had disconnected from the console. The foot pedal and the console were reconnected; however, the issue was not resolved. The burr was stuck in the lesion. The patient was intubated and was being prepped for surgery to remove the burr; however, it was denied by the surgeon. Eventually, after multiple attempts, the physician was able to remove the burr with significant force. The procedure was completed with balloon angioplasty and a non bsc stent. A large hematoma was noted at the access site. The patient was transferred to critical care. No further patient complications was reported.

Manufacturer narrative:
(B)(4).